Event description:
It was reported that right ventricular (rv) lead exhibited dropping r-waves and increased threshold. The lead was explanted and replaced. The patient is in stable condition before during and after procedure.